Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high threshold of 2.5 v at 0.5 ms. The patient was programmed to unipolar mode.